Event description:
It was reported to st. Jude medical that the device was explanted when it displayed a hardware reset warning upon interrogation. The pt was originally admitted to the emergency room in 07/2005 after receiving high voltage therapy during the night. The pt was readmitted the following day and treated for low potassium levels. The pt was treated with amiodarone as well. Technical service requested the memory map be downloaded and sent in for review. Technical services recommended that the pt be placed on external defibrillator support and that the physician be consulted.